Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on 01 september 2020 for low blood glucose. Blood glucose reading was 93 mg/dl. Customer stated that ambulance treated her like a type of gel going to her mouth and blood glucose up to 53 mg/dl to 93 mg/dl. The customer was treated with other type of gel at the hospital. Customer stated that he was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.